Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be corrosion on the pcba due to device stored outside of the indicated conditions. On receipt, the device was unable to be powered on and no status led indicator was observed. During investigation, corrosion was observed on across the pcba. The inability to power the device on would have resulted in the device not issuing any audio prompts during the testing from fa305 as per the reported fault. The corrosion identified across the device, alongside the multiple temperatures below the indicated minimum of 0ºc (a low of -8.5°c), would confirm that the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.